Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01201. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Worgul, christopher a., et al. (2022). Catastrophic failure of the tibial component after total knee arthroplasty: fracture and dissociation between the baseplate and stem. Arthroplasty today 14 (2022) 194-198. Http://doi.org/10.1016/j.art.2022.02.002.

Event description:
It was reported patient underwent a manipulation under anesthesia at an unknown timeframe post left total knee arthroplasty due to limited flexion and scar tissue. No additional information has been reported at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, h1, h2, h3, h6, h10 a manipulation under anesthesia was performed on unknown date following a left tka due to scar tissue and limited flexion. Manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.